Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Changing your pod 3 / page 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient, on (B)(6) 2019, while he was at the dialysis center he was experiencing chest pains. The dialysis center, called for an ambulance to take the patient to the emergency room, because they were severe. When the ambulance tried to check the patient's blood pressure, it was too low to get a reading. When the patient arrived at the emergency room, they checked his blood glucose level which was in the 300's mg/dl range. They placed the patient on an intravenous therapy (IV) of fluids. The patient does not know what the fluids were, but it was to stabilize his electrolytes. His pod expired, while he was at the hospital and removed the pod where he noticed the cannula was out of the skin. The emergency room treated him with manual injections of humalog insulin. The hospital checked for ketones and the results were negative. He was discharged after 4 hours in the emergency room. He was prescribed medication to stabilize his blood pressure. The following day, on (B)(6) 2019, he went to the emergency room because of his blood pressure being too low and having chest pains. He was not wearing a pod at the time. He was given injections of humalog insulin and IV of fluids. Patient does not remember what the fluids were. He was discharged, on (B)(6) 2019, when he was feeling better and his blood pressure was back to "normal" range.